Manufacturer narrative:
A field service engineer (fse) evaluated the instrument and found a slow contained leak from the probe that was bent, and probe wipe appeared to be partially plugged (debris/buildup). The fse replaced the probe and probe wipe to resolve the leak. The fse did not observe aperture alerts after the repair. The fse performed verification of the instrument to meet the specified requirements per established service procedures. (B)(4).

Event description:
The customer reported a clear fluid leak of approximately 1ml from the probe on a coulter ac·t diff 2 analyzer. Aperture alert error messages were reported by the customer at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.